Event description:
The patient was male, age unknown. The target lesion was the mid left anterior descending (lad). The lesion was de novo, the vessel was moderately calcified and slightly tortuous. There was 75% stenosis. Pre-dilation was conducted with a quantum maverick 3.5 mm balloon. While inflating the 3.5 x 13 mm cypher stent at the target lesion, the balloon ruptured at about 6 atm. Therefore, the cypher was retrieved from the patient and physician confirmed that the stent on the sds was in its proper location. The physician then he implanted a different cypher (same size) at the target lesion. The physician indicated the balloon ruptured because the sds was exposed to the moderate calcification during delivery. There was no patient injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This device is distributed outside the united states: however it is similar to the united states product. The product is available for evaluation, but has yet to be returned. Additional information will be submitted within thirty days upon receipt.